Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump received insulin flow block alarm and experienced high blood glucose levels of 25.3 mmol/l. The customer reported that she did a bolus for half hour ago. The customer reported that she had ketones levels of .1. The customer tried to treat with insulin pump but was got the error. The customer declined to perform troubleshooting related to high blood glucose levels. Troubleshooting was performed related to infusion set issue. The customer was advised to change infusion set. Product is not expected to return.